Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomena identified in b5, the following phenomena were also identified during the device evaluation: water tightness was lost due to damage on the up/down knob; the scope body had a crack; water tightness was lost due to deformation of the angle shaft; the switch box had a scratch; the air/water cylinder had no color; the suction cylinder had no color; the switch flexible printed circuit had corrosion due to water leakage; the plug unit had corrosion due to water damage; the circuit board unit in the scope connector had corrosion due to water leakage; the scope connector cover unit had corrosion due to water leakage; the scope connector case unit had corrosion due to water leakage; the cable unit had corrosion due to water leakage; the distal end as shaved; the distal end had residual liquid; and the universal cord had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the duodenovideoscope was leaking at the handle. There were no reports of patient harm due to the reported event. The device was returned for evaluation. During the device evaluation, foreign material was found in the light guide lens, the adhesive on the light guide lens, and the distal end. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications and functions. Based on the results of the investigations, the foreign material inside the light guide lens (lg-lens) was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. Since foreign material was not at external surface of the scope, the material was not removed by reprocessing. The probable cause was that humidity invaded the lg-lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested event can be detected by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.